Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user informed unable to pull out medication. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and an error message had appeared. A field service engineer (fse) recovered the failed pocket on the half height cubie drawer, and the functionality was verified through testing, and the pocket was accessible without any issues. The system functioned as intended after the field service engineer repaired the device.